Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026. During the procedure, when it should be completely relaxed, the papillotome is not, and the tip is still too much in a curve. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of cutting wire failure to release bow.